Event description:
Customer reported she experienced low blood glucose of 48 mg/dl; treated by eating breakfast. Customer stated she received a new insulin pump because the old one had a crack. Customer requested assistance with programming the new device; she was assisted with settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.